Manufacturer narrative:
The device could not be returned for evaluation. The imaging provided shows the separation of locking caps from the screw head on both iliac screws on a l3 to iliac construct. A possible cause is that the iliac screws may not have fused due to poor bone quality causing the screws to toggle and loosen the locking caps; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that (2) creo locking caps have been found loosened six months post operatively.